Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated in two locations, 91.5cm and 97.5cm distal of the strain relief and majority of the coil was stretched. The separated ends of the sheath were stretched and torn. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. The torn sheath and stretched coil would have been caused due to the over-tightening of the valve and resistance causing the sheath to tear and the coil to stretch. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and no damage was noticed. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis was not able to confirm the reported speed issue, as during functional testing the device stalled and did not run. Therefore, there is not enough evidence to definitely say what the primary cause of the reported event was.

Event description:
Reportable based on device analysis completed on 01mar2021. It was reported that the rotation speed did not increase. The target lesion was located in a moderately tortuous and severely calcified artery. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that the rotation speed did not increase. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the sheath was torn.